Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was hospitalized after receiving multiple inappropriate shocks. Review of device data noted oversensing of non-cardiac noise. An x-ray of the system did not reveal any abnormalities. The tachy therapy in the s-ICD was programmed off and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was hospitalized after receiving multiple inappropriate shocks. Review of device data noted oversensing of non-cardiac noise. An x-ray of the system did not reveal any abnormalities. The tachy therapy in the s-ICD was programmed off and remains in service. No additional adverse patient effects were reported.